Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "recoverable error on left hand control". The error 25521 with p value 0x4 was found indicating the embedded serializer master yaw (esmy) printed circuit assembly (pca) on the gimbal, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgical test platform (sftp) where sine cycle test was found to be failing on the gimbal. Once testing was completed the esmy pca was applied behavioral analysis tested and was verified to be the source of the fault.

Event description:
It was reported that prior to starting (no ports placed) a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) while setting up the room for the day to report a recoverable error 25521 was occurring indicating a problem with the left master tool manipulator (mtml) on surgeon side console (ssc) 1. Tse walked the customer through a hard power cycle with no change. Customer was proceeding by disabling the mtml and will use the second ssc to proceed. The procedure was aborted to another dv system with the patient outcome being not applicable.